Event description:
The patient contacted animas on (B)(6) 2013 reporting that the patient had a blood glucose of 500 mg/dl and was trying to get assistance with loss of prime (lop) alarm. When the patient checked the pump, it said pump not primed. The patient cannot disconnect and could not prime (disabled and family member does it for them) and took a syringe with insulin and reports her bg is now 187 mg/dl. The family member returned home, primed the pump and gave the patient 1.5 units. The patient changed site on saturday and this morning the lop alarms started again. A look at prime history showed the recent prime by patient and the one done prior to that do not show that a complete tubing prime was completed. This report is being made due to the hyperglycemic event the patient experienced due to not being able to prime due ot disability and not completing a tubing prime.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not being able to prime due to disability and not completing tubing prime).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: the black box review shows alarm-162 ¿loss of prime¿ warning associated with a low non-zero force . An ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump passed a delivery accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. The force sensor calibration check showed the pump is detecting the correct force. Removed pump cover; no contamination or damage to the force sensor circuit was observed. The battery compartment is cracked at case seal. An unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.